Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there were air bubbles inside the reservoir. Blood glucose level at the time of the incident was 255 mg/dl. The customer was advised the customer was advised about proper filling procedure. The product will be replaced and customer will return the reservoir for analysis.